Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
(B)(4) -cd with x-rays was received. The complaint has been reopened. There is no new information at this time that would change the outcome of the MDR decision.the devices associated with this report were still not returned. A complaint database search still finds no other reported incidents against these provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6) 2005, patient was implanted with a depuy pinnacle right hip implant. In (B)(6) 2008, patient's x-rays revealed that subluxation and/or disassociation of the hip had occurred with a change of position of the right femoral head. It was seen that the right femoral head was riding high along the upper wall of the acetabular component, and it was determined that patient had dislocated. The ball socket had imbedded in the hip bone. On (B)(6) 2008, patient underwent revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.